Event description:
The article, "an unusual cause of shortness of breath pulmonary vein stenosis after surgical mitral valve replacement", was reviewed. The article presented a case study of a 79-year-old patient with chronic diastolic heart failure, malignancies in remission (prostate cancer, breast cancer), hyperlipidemia, coronary artery disease status post bypass grafting and percutaneous coronary intervention, and an extensive history of mitral valve dysfunction with a prior mitral valve repair with a 32mm cosgrove annuloplasty ring with concomitant coronary bypass graft procedure to treat progressive dyspnea on exertion due to flail medial scallop of the posterior mitral valve leaflet due to a ruptured chorda tendinea. It was reported that on an unknown date, a 29mm epic valve was implanted for mitral valve replacement procedure. A few months post-procedure, the patient presented again with dyspnea on exertion with transesophageal echocardiography (tee) demonstrating severe lateral paravalvular leak (pvl). An attempt was made to close the pvl with a 10mm and 12mm amplatzer vascular plug 2 for an off label transcatheter closure. Intraprocedural tee demonstrated residual moderate pvl and ultimately the patient was referred to cardiothoracic surgery for explant of the 29mm epic valve and the two amplatzer vascular plug 2's. A 31mm epic valve was implanted as the replacement mitral valve. The article concluded that diagnosis of pulmonary vein stenosis (pvs) requires a high level of clinical suspicion, but should be considered when evaluating shortness of breath in a post¿cardiopulmonary bypass patient or a patient with multiple atrioventricular groove interventions. In addition to tee, anatomic evaluation should also include cardiac computed tomographic angiography (ccta), and ventilation-perfusion (v/q) scan should be considered to aid with clinical correlation. Finally, percutaneous placement of bare metal stents greater than/equal to 10 mm provide a minimally invasive and effective treatment strategy for iatrogenic pvs. [The primary and corresponding author was torsten vahl, columbia university irving medical center, 177 fort washington avenue, 5th floor, room 5c-501. New york, new york 10032, USA, with corresponding e-mail: (B)(6)

Manufacturer narrative:
Literature article: an unusual cause of shortness of breath pulmonary vein stenosis after surgical mitral valve replacement investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, an unusual cause of shortness of breath pulmonary vein stenosis after surgical mitral valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.